Event description:
Consumer alleges she awoke to a crackling noise coming from her humidifier and she found it smoking and melted which damaged her floor. No injuries were reported with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive maintenance action to properly clean the humidifier caused this failure.